Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The patient's vessels were reported to be weak, frail, and moderately tortuous with mild calcification. It was reported that the stent graft delivery system and its components were successfully implanted. The physician elected to post dilate the stent graft with another manufacturer's complaint balloon, which resulted in perforation of the patient's vessel. During the repair of the perforated vessel the patient expired.